Event description:
A peritoneal dialysis pt contact has reported that dialysis solution is leaking out of the cassette and into the cycler. When contact opened the cassette door to remove tubing set, contact stated there was water leaking from the cassette and inside the door was wet. Pd rn reports no ill effects or antibiotics administered, effluent has remained clear. There is no sample available for eval.